Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery. The lesion was crossed with a 4.0 non-bsc guide catheter and guide wire. Following pre-dilatation with a 2.5x20 balloon catheter, a 4.00x28mm promus element plus drug-eluting stent was advanced but the tip of the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: promus element plus, mr, ous 4.00x28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were misaligned and lifted from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery. The lesion was crossed with a 4.0 non-bsc guide catheter and guide wire. Following pre-dilatation with a 2.5x20 balloon catheter, a 4.00x28mm promus element plus drug-eluting stent was advanced but the tip of the stent struts were lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.